Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), atrial fibrillation and wide central jet for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, and images were reviewed on (B)(6) 2026, and it was determined that a single leaflet device attachment (slda) has occurred to the second clip and clip was no longer attached to the anterior leaflet and the mr was grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.